Manufacturer narrative:
The na electrode lot number was l3907 and the cl electrode lot number was g0905. The electrode expiration dates were requested, but not provided. The sample centrifugation time may have been shorter and the centrifugation speed may have been faster than recommended by the tube manufacturer. Calibration and controls were successful after the electrodes, ise reagents, pinch tubing, and probe were replaced. The investigation determined the customer's actions resolved the issue.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas 6000 c (501) module. The customer changed the electrodes on the analyzer and calibration failed. The customer also changed ise reagents, pinch tubing, and the sample probe. The customer repeated patient samples and 7 required corrected reports for results measured with the na electrode and cl electrode. The affected samples had initial na values around 116 mmol/l and 122 mmol/l. The repeat na values were normal, around 136 mmol/l. These samples had initial cl values of around 68 mmol/l and 73 mmol/l. The repeat cl values were normal, around 102 mmol/l. Specific data was provided for one patient sample with discrepant na and cl results. A delta check prompted the customer to repeat this sample. This sample initially resulted in a na value of 122 mmol/l and it repeated as 136 mmol/l. This sample initially resulted in a cl value of 68 mmol/l and it repeated as 103 mmol/l. The repeat results were deemed correct.